Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to the hospital because of diabetic ketoacidosis. Customer's blood glucose was 600 mg/dl. Customer was treated in the emergency room with an insulin drip. Troubleshooting was done over the phone and everything was okay. The following morning, customer woke up with a blood glucose reading of 500 mg/dl. Customer went back to the emergency room without eating anything. The customer was admitted in the intensive care unit to figure out what the problem was. Customer needed to make sure the insulin pump was not malfunctioning. The doctor would like to check the pump for possible malfunctions. No further information provided.